Manufacturer narrative:
This MDR was originally reported as 1713683-1997-196, but it should have been 1713683-1997-194. Please make a note of this correction.

Event description:
Pt complained of chest pains during a dialysis treatment. A small amount of air was seen in the venous line. Pt was hospitalized for observation, but an air embolism was not confirmed. The ultrasonic air bubble detector (uabd) was replaced. There was no pt injury or medical intervention.